Manufacturer narrative:
Intuitive has received the permanent cautery hook with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. Failure analysis found the primary failure of broken proximal clevis to be related to the customer reported complaint. The instrument was found to have the plastic proximal clevis broken. The broken piece is missing as a result of breakage. The size of the missing piece is approximately 0.167¿ x 0.171¿ which was not returned. The root cause of the broken instrument proximal clevis is typically attributed to the user. This can happen when excess force is applied to the distal end of the instrument.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the permanent cautery hook did not advance smoothly through the davinci metal trocar. Upon examination it was indicated that the hinge appeared to be broken and the surgeon was unable to remove instrument without removing the trocar. A new trocar and a new instrument were inserted to complete the procedure as planned. The gauge pin was run through the trocar, and it passed without any issue. The procedure was completed with no reported injury.